Event description:
It was reported that the patient required revision hip surgery due to a dissociation between the head and femoral stem and the substantial damage to the femoral trunion. It was further reported that the revision was performed after the patient presented to emergency department with a dislocation that appeared unusual on xray >10 years post hip replacement.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding disassociation and wear/trunionosis involving an accolade stem was reported. The event was confirmed through clinician review of the provided medical records and evaluation of the returned device. Method & results: device evaluation and results: the device was returned for evaluation. Damages an scratches are visible along the body of the stem, damage/wear is visible on the stem trunnion. Material evaluation was completed and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. Clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a right total hip replacement about 10 years after implantation (according to the information in the event description) due to trunnion failure and disassociation. I can confirm that this event took place since I was able to view an xray and photos of the explanted device. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnion failure and disassociation are multifactorial including surgical technique factors, patient activity, weight, and implant factors. The large notch on the inferior aspect of the stem suggests impingement. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the device was returned for evaluation. Damages an scratches are visible along the body of the stem, damage/wear is visible on the stem trunnion. Material evaluation was completed and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. A review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a right total hip replacement about 10 years after implantation (according to the information in the event description) due to trunnion failure and disassociation. I can confirm that this event took place since I was able to view an xray and photos of the explanted device. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnion failure and disassociation are multifactorial including surgical technique factors, patient activity, weight, and implant factors. The large notch on the inferior aspect of the stem suggests impingement. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient required revision hip surgery due to a dissociation between the head and femoral stem and the substantial damage to the femoral trunion. It was further reported that the revision was performed after the patient presented to emergency department with a dislocation that appeared unusual on xray >10 years post hip replacement.